Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, rupture. Device has been explanted. This record relates to the left side.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Continued e1. Mobile phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.